Manufacturer narrative:
Device with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge/battery last less than expected anomaly, no delivery alarm and rewind anomaly due to buttons not responding.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had to press some buttons harder to get them to respond. The customer¿s blood glucose level was unknown. Customer stated that insulin pump was loud while rewinding and three unexplained no delivery alarms as well as battery life diminished. The insulin pump will not be returned for analysis.